Manufacturer narrative:
As reported in a research article out of 165 patients who had transcatheter asd closure, of which 127 patients were implanted with an amplatzer septal occluder, two patients had cardiac tamponade. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying amplatzer delivery system that may be related to a pericardial effusion. Details are listed in the article, titled "appropriate selection of echocardiographic guidance for transcatheter atrial septal defect closure." It was reported that between september 2011 to june 2017, 165 patients underwent transcatheter atrial septal defect (asd). 127 of the patient underwent the procedure with an amplatzer septal occluder. The patients had an average age of 53 year old. Cardiac tamponade occurred in two patients who underwent the procedure. There were no other adverse consequences during the follow up visits of the patients.